Event description:
Patient was scheduled for right robot assisted radical nephrectomy. During the procedure, the surgeon asked for a vessel sealer. Opened 2 vessel sealers to the sterile field, but none of them were working when loaded to robot arm. 1. Vessel sealer, ref#: (B)(4), lot#: m10230105, expiration date: 01-31-2025. 2. Vesel sealer, ref#: (B)(4), lot#: m10230105, expiration date: 01-31-2025.